Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 440 mg/dl at the time of hospitalization. The customer's blood glucose was 340 mg/dl at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer also reported that they experienced low blood glucose around 30 mg/dl. The customer stated that the insulin pump alarmed no delivery and resolved by changing the infusion set and reservoir. The insulin pump will not be returned for analysis.